Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold during post placement check. During the re-operation, an insulation damage was found on the lead which may have caused the increase in pacing threshold. Also, it was suspected that rotating the lead body may have caused the insulation damage during the implantation. This rv lead was explanted and replaced. No additional adverse patient effects were reported.